Manufacturer narrative:
This is our final report on this incident.

Event description:
A customer reported that the ih-com of their ih-1000 instrument auto-verified a patient blood type as a positive and suspected a potentially missed double population (dp) reaction. The initial test was performed on the ih-1000, and ih-com auto-verified the blood type without flagging any discrepancies. Per lab policy, a second sample was required for confirmation using the tube method. During this second test, the technician identified a negative in a recently transfused patient. The daily journal was reviewed by one of our field service engineers and it was confirmed that ih-com auto-validated the result because the direct and reverse grouping were consistent. Initial interpretation followed expected logic per the gel card IFU. Ih-1000 trace files, and original images from (B)(6) 2025 were reviewed. Our r&d department analyzed the original gel image using the validated ih scangel algorithm. The detected pellet value was 9, below the validated dp threshold of 14. Camera calibration was also considered and excluded as a contributing factor. The result was correctly interpreted as positive per validated algorithm logic. No software, algorithm, or calibration issue was identified. The behavior reflects expected system performance.

Event description:
A customer reported that the ih-com of their ih-1000 instrument auto-verify a patient blood type with potential dp reactions. The initial test was performed on the ih-1000, and ih-com auto-verified the blood type without flagging any discrepancies. Per lab policy, a second sample was required for confirmation using the tube method. During this second test, the technician identified a blood type discrepancy. The daily journal was reviewed by one of our field service engineers and it was confirmed that ih-com auto-validated the result because the direct and reverse grouping were consistent. Initial interpretation followed expected logic per the gel card IFU. For further investigation, we requested the ih-1000 trace images and the confirmed blood type from the tube method. We re still waiting for this information to complete our investigation.

Manufacturer narrative:
This is our initial report on this incident.